Event description:
It was reported that the line was withdrawn 8 cm, clamped and test flushed. Leakage was identified (bubbling fluid exited the site when the line had been flushed). The PICC was removed and the pt was re-cannulated. A new PICC line was inserted.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review of rek0415 showed no other similar product complaints from these lot numbers. The MFR has received the sample and will be evaluated. Results are expected soon.